Event description:
It was reported that a patient underwent an atrioventricular (av) persistent atrial fibrillation (afib)ablation with a varipulse¿ bi-directional catheter, and the patient experienced cerebral infarction. The procedure for afib was performed on (B)(6) 2025. On the next day, a magnetic resonance imaging (MRI) was conducted on (B)(6) 2025 and it revealed asymptomatic cerebral infarction. The infarction was not resolved. The patient¿s condition is unknown. The physician reported that there were no symptoms. There were no abnormalities observed prior to or during use of the product. The physician suspected that the issue was caused by the product, but did not specify the cause of the event. No additional intervention was provided, and the patient did not require extended hospitalization. Procedural activated clotting time (act) was 254 seconds. One catheter was used during the procedure and one transseptal puncture site was performed. There was no evidence of char or blood thrombus/clot during the procedure. No evidence of thrombus on a pre-ablation thrombus check. The patient did not have any anatomical abnormalities, and no observations of intracardiac excessive microbubbles observed via ultrasound or excessive impedance errors were noted during the case. Ablations performed were 20 times/60 applications. Pulsed field ablations (pfa) were performed on 4 pulmonary veins (pv) only, and none outside pv¿s. This was a new procedure to treat persistent atrial fibrillation. A previous computed tomography (CT) was performed. The patient¿s condition was unchanged from asymptomatic cerebral infarction. The patient was discharged from the hospital on (B)(6) 2025. The patient did not present with neurovascular symptoms post procedure. The patient was in sinus rhythm during procedure, and the patient had persistent atrial fibrillation. The patient does not have a previous history of stroke.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31561433l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular (av) persistent atrial fibrillation (afib)ablation with a varipulse¿ bi-directional catheter, and the patient experienced cerebral infarction. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31561433l and no internal actions related to the complaint was found during the review. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. It was confirmed that activated clotting time (act) values was 254 seconds. Act = 350 seconds shall be confirmed prior to ablation with the catheter and checked every 15-30 minutes while the catheter is in the left atrium. Failure to maintain appropriate anticoagulation levels may increase the risk for thromboembolic events. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).